Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm and vessel morphology at the time of implant are unknown. It was reported 24 months post stent graft implant the pt's aneurysm was expanding due to type ii endoleak. The physician attempted to repair the type ii endoleak unsuccessfully with coil embolization. The physician elected to surgically convert the pt to a conventional stent graft. The stent graft and its components were removed from the pt. No additional clinical sequelae were reported. The explantation stent graft were received by medtronics and the analysis is pending.